Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3093-33, lot # va02pfl, implanted: (B)(6) 2012, product type lead.

Event description:
The representative reported the patient had indicated there was a return of symptoms because the lead had migrated. It was noted by the representative that the physician would schedule a lead revision. Additional information received via the representative 5 days later reported the cause of the lead migration is unknown. It was reported the lead migration had not been resolved but would be in the weeks to come.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.